Event description:
It was reported that bd alaris pump module smartsite infusion set was over infusing. The following information was received by the initial reporter with the following verbatim: ¿rn noted that d10 bag seemed to be at 1/2 volume from when started at 2001. Two rns checked for signs of disconnection in the bed or leaking from tubing, none noted. IV pump volume infused displayed volume of 16.92. (Previous volume of starter tpn included in this total). Nicu ctl at bedside and made aware of situation. At this time nicu ctl notified nnp. Nnp at bedside to assess¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of other - possible flow issue could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 24113291 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.